Event description:
It was reported that a patient presented to the emergency room due to syncope. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.